Event description:
User experienced a leak from the analyzer onto the floor. No patient samples were involved. Operator was not harmed. The field service representative determined the sample probe rinse station was clogged and overflowing. He cleaned the drain to the manifold and instructed the user on maintenance. Performance tests were performed which were within specification.